Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver was missing data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device not returned for evaluation; however, data was received on (B)(6) 2016. A review of the downloaded data log confirmed the reported event of missing data. A root cause could not be determined.